Event description:
Additional information was requested on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no more information was received.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: the surgeon had mentioned that the patient was very sick prior to the surgery. The sales rep did not know when the surgery was, only that it was early last week. Additional information has been requested, but to date, no more information has been received. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, after the device was fired, it was noticed that the staple line opened up. An echelon device was fired distally to the original staple line to complete the case. It was then reported to the sales rep that the patient had expired but no other information was available. The device was discarded.